Event description:
The medical center in (B)(6) had an impella cp support ongoing when there was an access site bleed from the impella limb. The bleed was treated by blood product infusion and other intervention of a "gizzard" to achieve hemostasis. The patient additionally had ECMO cannula in the limb with the bleed.

Manufacturer narrative:
The medical center in (B)(6) discarded the impella pump product. As such, no product analysis was done and no root cause was determined. Should more information be shared that leads to root cause, a final report will be filed. The failure mode will be monitored and trended.